Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced skin irritation manifested as red and sensitive skin while wearing the pod. The patient's legal guardian indicated that it had occurred several years ago while using a previous insulin pump system. Due to the patient's sensitive skin and prior irritation associated with device adhesive removal, the patient visited a healthcare professional at diabeter rotterdam and was prescribed linisan adhesive remover spray. The patient's blood glucose value reached 21 mmol/l (378 mg/dl). The legal guardian reported that the spray had continued to be used to facilitate adhesive removal. No diagnosis was provided. Information regarding device wear time, skin site appearance upon device removal, and additional event details was unavailable. No hospitalization was reported. Treatment consisted of the prescribed use of linisan spray for adhesive removal.